Event description:
It was reported that following a left heart catheterization, an angio-seal was placed in the right common femoral artery. The patient was transferred to the room. Two hours later, the patient complained of leg pain. The patient's leg was cold with no pulses. The patient was brought to the cath lab to perform an angiogram in the right leg. The angiogram revealed a 100% occlusion in the right common femoral artery. A wire was passed through the lesion and angioplasty opened up the vessel. The patient's pulse returned to the leg. The patient was reported in good condition.

Manufacturer narrative:
No product was returned for evaluation and review of the device record history was not possible since the lot number was unavailable. Based on the information provided the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) state should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.